Event description:
This complaint is now reportable based on the analysis completed in 2007. It was reported that during a coronary stenting treatment procedure, the stent could not cross the lesion. The physician attempted to place a liberte' monorail stent, but had difficulty crossing the lesion. The procedure was completed with a non bsc stent. There were no patient complications and the patient's condition is reported as "stable". However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
Device evaluation: product analysis could neither confirm nor deny the crossing difficulty as stated in the complaint. Product analysis did reveal stent damage. The delivery device with the stent on the balloon was received and damage was observed on the stent. Visual examination of the stent revealed damage to the distal end. The distal stent struts were bent, stretched or elongated. Visual and microscopic examination of the material surrounding the stent damage did not reveal any inherent deficiencies that would have contributed to the formation of the damage. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. Distal stent damage of this nature is usually the result of the stent getting caught in a calcified, tortuous lesion during removal. The exact cause of the stent damage could not be determined. The manufacturing records for top assembly batch 8106036 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the stent damage experienced during the procedure could not be determined.